Event description:
It was reported that the patient was having ¿adverse events¿. The patient had a very bad headache for 2 weeks. When the patient gave herself a bolus, the headache would come back. All together, the headache lasted 2.5 weeks. The headache went away on 8/25. At the time of the report, when the patient gave herself a bolus, her head was fine. The healthcare provider (hcp) suggested that the patient may still have had a spinal leak, as she had a lot of fluid collecting at the implant site. The hcp had been putting pressure on the site with pads inside her brace. The implant site was not warm to the touch and was not painful or red. The patient also experienced dizziness and drowsiness. It was noted that the patient was on oral medication as needed to help with the headaches. The patient was instructed by her hcp to be off of them as of (B)(6). The patient followed these instructions and was not having any head issues. The patient was also taking tramadol and oxycodone. The device system was used to deliver fentanyl. It was later reported that on (B)(6) 2013 the catheter was revised due to a catheter malfunction (tear). A ¿slice¿ possibly caused the leak and the healthcare provider speculated that he might have done it when he sutured the wound on (B)(6) 2013. The patient was dizzy and ¿having a bulge¿.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).